Manufacturer narrative:
UDI: (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent positioning problem occurred. A 10x60x75 epic vascular stent was advanced to treat the lesion. The stent was placed in position and was deployed, however the pusher did not release properly and flipped inside out. The physician lost wire access of the stent. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.